Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The clip was jammed. Another device was used to complete the case. There was no consequence to the patient. One device is being returned.

Manufacturer narrative:
Date sent: 07/07/2008. Ejected clips. Evaluation summary: the analysis results found that the er420 instrument was returned with the jaws over twisted. The instrument was cycled and ejected the remaining clips due to the condition of the jaws. The instrument locked out as intended. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.